Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On approximately (B)(6) 2025, the patient was about to begin eating lunch when he walked into the kitchen he felt faint and starting "blacking out". Although he did not lose consciousness, the cgm was displaying 183 mg/dl. He did not check a fingerstick reading for comparison as he stated he felt fine after feeling symptoms and no treatment made to relieve the symptoms. Follow up contact was made with the patient and they stated that they believed the cgm reading was inaccurate during the time of the event. Despite the cgm reading 183 mg/dl, he felt unwell. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).